Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (rv) lead was explanted due to subclavian crush fracture and noise due to these issues the lead triggered the safety switch due to an impedance high out of range. During the procedure the physician noted that the left side was occuled, therefore, the implant was done in the right side and the pg was moved. Another right vintricular (rv) lead was successfully implanted. No additional adverse patient effects were reported. The rv has been received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (rv) lead was explanted due to subclavian crush fracture and noise due to these issues the lead triggered the safety switch due to an impedance high out of range. During the procedure the physician noted that the left side was occluded, therefore, the implant was done in the right side and the pg was moved. Another right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported. The rv has been received for analysis.